Event description:
Philips received a complaint on the v60 ventilator indicating that the screen blacked out. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A philips sales representative visited the customer site after the alleged issue and replaced the problem device with another v60 ventilator. The issue was communicated to have occurred during a periodical device check outside of clinical use. The device continued to operate when the issue occurred. This investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp reported the user interface (ui) assembly in which the liquid crystal display (lcd) was originally assembled required replacement to return the device to service. A philips japan quality operational planner confirmed in follow-up inquiry the customer canceled the repair due to the age of the device and the cost for repair. No corrective repair was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer opened a new service case to implement correction of the previously reported issue of the v60 ventilator screen went black. A philips authorized service provider (asp) evaluated the device and duplicated the reported issue. The asp replaced the user interface (ui) assembly. The device was verified as operational through performance verification testing and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.